Event description:
High rv threshold on (B)(6) 2022, measurement appears consistent with historical values, however cannot confirm consistent rv capture on stored at/af episodes. Local rep notified via page and email. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).